Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the pacemaker exhibited noise seen under some high ventricular rate episodes resulting in pacing inhibition. The device was explanted and replaced. The patient was in stable condition post-procedure.